Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the device and verified the reported malfunction. The fse replaced the single board computer (sbc) and the device then passed all testing.

Event description:
It was reported that after a ventilator was set up, the screen was white and the user interface could not be accessed. There was no patient involvement.